Manufacturer narrative:
(B)(4).

Event description:
It was reported that " the complaint received and described by our client was that after admitting 2 patients to the operation room and putting the catheter, they both developed sepsis. The client has carried biological test that showed the presence of serratia marcescens, they performed the same test on other patient after removing the catheter with the same batch number and found the same result ." The patient undertook antibiotic therapy. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00899.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Clinical and medical affairs (cma) was consulted as part of this investigation. Cma stated, "the most likely cause of the reported infections is contamination originating from the clinical environment rather than an intrinsic defect or sterility failure of the catheter. The temporal clustering of two serratia marcescens infections in patients treated in the same operating room suggests a common external source, such as contaminated fluids, instruments, or surfaces. The device's validated terminal sterilization process provides a high sterility assurance level. Therefore, this event is assessed as most consistent with an extrinsic contamination source (user environment) rather than a device-related sterility failure." Additionally, ten years of complaint history for finished good cv-15703 were reviewed and there were no confirmed reports of catheter-related infection. The instructions for use (IFU) provided with this kit warns the user, "do not reuse, reprocess or re-sterilize. Reuse of device creates a potential risk of serious injury and/or infection which may lead to death. Reprocessing of medical devices intended for single use only may result in degraded performance or a loss of functionality." The complaint of catheter related infection could not be confirmed based on the information provided and consultation with clinical and medical affairs (cma). Cma stated that it could not be confirmed that the infection was the result of the catheter. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the complaint received and described by our client was that after admitting 2 patients to the operation room and putting the catheter, they both developed sepsis. The client has carried biological test that showed the presence of serratia marcescens, they performed the same test on other patient after removing the catheter with the same batch number and found the same result ." The patient undertook antibiotic therapy. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00898 and 3006425876-2025-00899.